Event description:
The ev3 coil failed to load into the microcatheter. The coil did not touch the patient at any point. The procedure was completed: successful coil embolization of the bleeding branch supplying the superior pole of the spleen.